Event description:
I went in on (B)(6) 2014 for a tubal ligation cut and catheterization. In (B)(6) 2015, I found out that I was 6 weeks pregnant and the embryo made it all the way to my uterus. During my pregnancy I was in and out of the hospital with severe pelvic pain. So after I had the baby, a different doctor went in to remove the filshie clips and was only able to remove one. The other one is still floating by my uterus. I'm still in a great deal of pain because of this clip. I feel sick everyday, my hair is falling out, it's to the point of ER visits and no answers to why I'm in so much pain. Something needs to be done about these clips. It is making women's lives miserable. Please look into these complaints, cause something is seriously wrong with these filshie clips.